Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
The customer reported that the device was just being used as a shaver during a shoulder arthroscopy and the protective sheath silvered off into little shards by the bur. The customer opened up another bur and was able to complete the procedure successfully.